Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that a continuous saline flush was administered and maintained as indicated in the IFU.

Event description:
Medtronic received a report that after the stent was retrieved, it came out twisted with presumably a coil or wire. No patient symptoms or complications were associated with this event. Additional information received reported that the procedure was successfully completed. It was not determined if it was the coil or the wire that came out twisted with the stent. A sofia catheter had been used during the procedure. The patient did not have previously implanted coils. There was no resistance felt when the solitaire was initially inserted into the catheter. Two retrievals were made with the solitaire. There was resistance during the retrieval or delivery of the solitaire. The devices were not noted to have been damaged prior to use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the solitaire fr4-3-20-10 stent device was returned for analysis inside an inner pouch, a sealed biohazard bag, and a shipping box. Damaged location details: the solitaire fr4-3-20-10 stent¿s finger markers were examined inside the introducer sheath. All finger markers were aligned correctly, and no damages were noted. The stent¿s working and non-working length struts were in good condition. No irregularities were found outside the proximal marker, and the marker coil appeared in good condition. No bends or kinks were noted on the pusher, and no other anomalies were found. Testing/analysis: the solitaire fr4-3-20-10 stent was tested for resistance using the returned rebar 18 catheter with an inner diameter (ID) of 0.021 inches without issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.